Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device did not turn on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that device did not turn on due to a defective processor assembly. Hence dfm100 assy processor (453564489071) was replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.